Manufacturer narrative:
The medical center discarded all product in 4/2022 and as such no benchtop analysis to root cause is possible. No hemolysis testing is possible. The investigation will be closed, but should more information be shared, by the jpvad registry, a final report can be filed with root cause.

Event description:
In 4/2022 there was a successful 5 day impella cp support in japan. The age and gender was unknown and not documented. In 11/2022 the jpvad registry noted hemolysis to have occurred during the support. It was noted on day 4 of the support. The pump remained on despite this and the hemolysis was treated by haptoglobin infusion.